Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had an unexpected reinitialization after insertion. The blood glucose reading was 68 mg/dl, which the customer treated by eating. He stated that his trainer had advised that he was following protocol perfectly. Advised that an unexplained reinitialization can occur as a result of the sensor dislodging, insertion issues, sensor wetting issues, or transmitter connection issues. Advised change and return of the sensor for analysis. Nothing further reported.